Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1j3ng serial# implanted: 2017-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in response to the patient letter that was sent to patient. Patient stated that the wires is still in them and they need MRI for their neck and requested a call back for guidance on how to go about with the MRI and there is no other place that has the 64 cord. However, patient called patient services on 2018-(B)(6) for information on MRI and during that call, patient reported that they were bleeding internally and has a swallowing disorder. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient¿s device was removed about a month prior, but the leads were still in place. It was removed because it was bothering her with no additional information available. No further complications were anticipated/reported.